Event description:
It was reported the patient underwent total knee arthroplasty on an unknown date and received competitor products. Subsequently, the patient was revised to a biomet oss hinged knee on (B)(6) 2011. On (B)(6) 2011 the patient was revised due to a distal femoral fracture sustained after a patient fall. From invoice history, the femoral component, femoral stem, yoke, tibial bushing, axle, femoral bushings, locking pin, and tibial bearing were removed and replaced. Additionally, the patient was revised on (B)(6) 2015 due to loosening of the femoral components. The segmental femoral component, diaphyseal segment, femoral stem, femoral bushings, tibial bushings, axle, yoke, locking pin, and tibial bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2015- 00797 / 00799).